Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s freestyle libre 3 plus continuous glucose monitor (cgm) sensor could not be read by the ilet; subsequent scans displayed that the sensor was started in another application, scans failed, and the user was transferred to the sensor manufacturer for support. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included device-level troubleshooting and user education, including cgm configuration review and rescanning attempts. Investigation of this case revealed a sensor data availability issue attributed to the sensor being paired or initiated with another application, preventing the ilet from acquiring readings. It was concluded, based on previously established findings for similar reports, that the cause was use error and starting the sensor in a different application, leading to incompatibility with the ilet data connection.